Event description:
It was reported that the device's battery was not lasting as long and pieces of the pump housing were missing near the charging port area. No adverse impact to the customer's blood glucose level was mentioned. The customer, currently out of warranty, decided against further follow-up and is in the process of obtaining a new device.